Event description:
A malfunction alarm was reported with a code malf 16, and it was confirmed that the pump was within warranty. The customer declined to provide information about whether the malfunction impacted their blood glucose level, so the impact remains unknown. Technical support arranged for the pump to be replaced, and the customer was instructed on how to put the pump into storage mode and return it using a pre-paid label within 10 days. It was confirmed that the customer would continue to use the current pump for insulin delivery in the meantime.